Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the conversion enclosure did not pass load testing and that the indicator was off.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. Testing revealed that the 10 amp, 250v fuses were open and that the power conversion enclosure was not functioning as designed. To restore functionality; the power conversion enclosure and power tray fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while outside of a procedure, the imaging system would not power on. It was reported that the screen would stay blank. There was no patient present when this issue was identified. No additional information was provided.